Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that pd therapy was discontinued (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, the patient experienced low blood pressure and cardiac arrest. Subsequently the patient passed away (unknown date). The cause of death was reported as due to low blood pressure and cardiac arrest. It was not reported if an autopsy was performed. It was reported that the patient was not recovered from peritonitis prior to death. Pd therapy was discontinued prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized for another indication. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, immediately, discontinued) and amikacin injection (100mg, intraperitoneal, immediately, discontinued). On an unknown date, the patient was treated with imipenem injection (500mg, intraperitoneal, once a day, discontinued) and amikacin injection (50mg, intraperitoneal, once a day, discontinued) for the event. Four days after event onset, the patient was treated with ceftazidime injection (300mg per bag per day, intraperitoneal, ongoing) for the event. At the time of this report, the patient was recovering from peritonitis and remained hospitalized. Pd therapy was ongoing. No additional information is available.